Event description:
Received medwatch no. (B)(4) from the FDA; it was stated the provider had difficulty inserting a central line into the patient because the hub of the introducer needle did not create a tight seal when connected to the 5cc syringe in the central line kit. The air leak was not detectable until after the venipuncture was done. The patient required additional exposure to radiation and additional venipunctures. Other therapies in patient were unknown and other devices unknown.

Manufacturer narrative:
Reported from customer that the device was discarded and not available for return; therefore, the reported event could not be confirmed.

Manufacturer narrative:
At this time the device has not been returned. Several attempts have been made for additional information and return of device. If additional information or the device is returned a supplemental report will be submitted. Lot number was not provided, therefore review of the manufacturing records could not be completed.